Event description:
It was reported that the inflatable penile prosthesis was not working properly, so the patient visited the doctor two weeks before surgery. The test showed that the left cylinder was torn, and only the left cylinder was replaced. The cause of the left cylinder tear was not reported in detail at the hospital. After this operation, the patient was stabilized

Manufacturer narrative:
The ams700 ipp cylinder was visually inspected and functionally tested. Cylinder has fold that indicate possible buckling of the cylinders in the proximal cylinder body. There was a leak in the proximal cylinder body attributed to wear at fold; hole was present. Cylinder also has bulge with broken fabric treads in cylinder body. Cylinder has wear at fold in the cylinder body as well. Cylinder was not functional test due to leak and bulge with broken fabric treads were identified. Product analysis confirmed the reported events. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed.

Event description:
It was reported that the inflatable penile prosthesis was not working properly, so the patient visited the doctor two weeks before surgery. The test showed that the left cylinder was torn, and only the left cylinder was replaced. The cause of the left cylinder tear was not reported in detail at the hospital. After this operation, the patient was stabilized